Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high pacing impedance, oversensing/noise, and high threshold. A fracture of the rv lead was suspected. The rv lead was cut, partially removed, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted that only 13.5 cm of the proximal end of the lead was returned. If information is provided in the future, a supplemental report will be issued.